Manufacturer narrative:
D4: UDI number: (B)(4) to (B)(4). H4: feb 2, 2022 or mar 3, 2022. Device evaluation: the product was not returned and no photos were provided, so an evaluation is unable to be performed. The complaint is confirmed via the provided xrays. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to patient or surgery specific factors including post-operative trauma. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that an inferior roi-c plate fractured post-operatively and is starting to move anteriorly. The surgeon is monitoring the patient for now since fusion is almost complete.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an inferior roi-c plate fractured post-operatively and is starting to move anteriorly. The surgeon is monitoring the patient for now since fusion is almost complete.